Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis of the provided trend data, recorded between 28-apr-2020 and 29-oct-2020, recorded the rv sensing amplitude between (B)(6) and (B)(6) fluctuating between 300 and 2000 mv. Due to the large scale, non-physiological interference is assumed and the rest of this trend was not able to be evaluated. The rv pacing impedance was initially recorded at 600 ohms, in (B)(6) 2020 the impedance abruptly dropped to 0 ohms before rising above 3000 ohms and dropped to 0 ohm before returning to 600 ohms. The rv shock impedance was initially recorded at 450 ohms, in (B)(6) 2020 the impedance abruptly rose above 3000 ohms, before returning to 450 ohm. In the provided iegm episodes artifacts were visible in the rv channel, which led to the reported oversensing. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that approx. 38 months after the implantation, an oversensing alert was detected via remote monitoring. During a follow-up in office provocative maneuvers were performed with the arm but the noise episodes could not be reproduced. The lead was capped and abandoned.